Event description:
Procedure: laparo splenectomy. According to the reporter: seal part and the sleeve detached before the device was inserted into the patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).